Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On the day of the event, 04/19/2026, the cgm device alerted for low glucose readings, displaying a value of 46 mg/dl. In response, the patient¿s spouse administered juice. Following treatment, the cgm reading reportedly did not change, and the spouse continued to provide juice. No fingerstick blood glucose (fsbg) measurement was performed at that time. The patient reported feeling unwell and was transported to the hospital by their spouse. Prior to arrival at the hospital, the cgm reading reportedly displayed 55 mg/dl. Upon evaluation at the hospital, an fsbg measurement was performed and showed a blood glucose level of 906 mg/dl. The reporter was unable to confirm the specific treatment provided. The patient remained hospitalized for more than 24 hours and was discharged the following day. At the time of reporting, the patient was still recovering and reportedly experiencing difficulty with daily activities and some disorientation; however, the patient was understood to be in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.